Event description:
During a surgery it was noticed that the radiopaque strip from the 4x4's were flaking off in the wound. The surgeon and first assistant were able to remove as many of the pieces as they could see. X-rays were taken with no particles showing up.